Manufacturer narrative:
The guide wire was returned to csi for analysis. A visual examination confirmed that the guide wire was fractured and the spring tip section was not returned. Scanning electron microscopy analysis showed evidence of ductile torsional forces on the fracture face. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. It was hypothesized that the spinning driveshaft contacted the spring tip, causing the fracture. This was consistent with the event details reported to csi. The root cause of the fracture event was considered to be use not consistent with the instructions for use (IFU). The diamondback coronary orbital atherectomy system IFU warns do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The oad event that occurred during this procedure was reported under MDR 3004742232-2022-00007. (B)(4).

Event description:
The orbital atherectomy device (oad) was operated for one treatment pass distal-to-proximal and was advanced via glideassist to perform a second distal-to-proximal pass. The tip of the viperwire guide wire was observed to be fractured. The fragment was left in vivo due to the risk of surgery to remove the fragment. The patient was stable and recovering following the procedure. Review of imaging following the procedure revealed that the oad contacted the viperwire guide wire after the first treatment pass, and that the guide wire tip had fractured, however this was not noticed, and treatment was continued.